Event description:
It was reported that patient had infection and was treated with oral antibiotics.

Manufacturer narrative:
Unomedical hereby submits this Initial report as part of its complaint remediation activities conducted under a Corrective and Preventive Action 2356421 and CAPA 2566479 in accordance with the Food and Drug Administration Action Plan, which incorporates (b)(4) (IC Retrospective Complaint Review) and (b)(4) (IC Retrospective Medical Device Report Review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 CFR Part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchangedAdditional information - This Electronic Medical Device Report (eMDR) is being submitted to include the below.D2: Operator of DeviceH6: Investigation results under Type of Investigation, Investigation Findings, Investigation Conclusions.H11: Investigation summaryComplaint Investigation Results: Review of complaint record Database (b)(4) event description and all available information and assigned malfunction code it has been determined the complaint does not allege a product malfunction has occurred. Therefore, no further investigation is required. Conclusion of Complaint Investigation: Lot No. 6013057 was provided. No product malfunction was alleged: No visual inspection is required to be performed. No retain sample testing is required to be conducted. No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. Sterilization report for Lot Number 6013057 / 31524560 was reviewed. No deviations were found.CAPA determination: Based on the available information, no further investigation is required, nor Corrective and Preventive Action plan is needed. The record will be closed and monitored through tracking and trending (Monthly TRIPS and Alerts). Summary Conclusion: Based on the available information, the investigation has been performed, and the complaint could not be confirmed. Therefore, the complaint is closed based on the event description and all information made available.Name: (b)(6).Address: (b)(6). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 8021545.